Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation. The patient's irritation was described as peeling, sore, itchy, and irritation under the therapy electrode pads on the patient's back. The patient's doctor prescribed the patient an unknown cream. After using the cream, the patient reported that the irritation had improved. There were no allegations of a device malfunction contributing to the irritation.